Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Unit unable to verify lost sensor due to pump unable to locate sensor signal, problem isolated to pcb 2. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the transmitter was not sending signals to the insulin pump. They also experienced low blood glucose level and treated with orange juice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.